Event description:
It was reported by the patient that the remote monitor's amber light indicating loss of telemetry has been on for two weeks. The monitor will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.